Manufacturer narrative:
A follow-up MDR will follow once the suspected device evaluation is completed.

Event description:
With a fully primed tubing set installed and with the door closed, the pump did not prevent the fluid from leaking out of the set. The fluid was coming out of a needle at the end of the tubing. It was a steady flow, but more like a fast drip. Also, the pump will not build downstream pressure resulting in no occlusion alarm when the set is clamped below the pumping chamber.